Event description:
Found during testing. According to the reporter, the device will not calibrate to deliver. The reporter said that the max it would charge to was in the upper 200 joules range and adjusting the cal would not make a difference. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it wouldn't charge to or deliver a selected energy of 360 joules. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.